Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device stopped during surgery. The medical technology department had to replace the device intraoperatively. The defective fuse was then replaced, which was immediately defective again when the device was switched on again. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Device evaluation: there was no possibility to start the device. Immediately after switching on the device, the main fuses blow. For that reason, no device setup and no log file analysis can be provided. The investigation of the inner part of the unit showed the actual defect. The cables on the secondary side of the power supply (24vdc) lie close together, so that an immediate short circuit or even the slightest movement/expansion/heat is likely. Most probable root cause is an individual manufacturing issue. Cables should have some distance between its cable lugs. This is seen in manufacturing instructions. No corrective actions are necessary as there is no critical and/or systematic deviation found during the investigation the event is filed under internal karl storz complaint ID: (B)(4).